Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Device service prompt heard.

Event description:
There was no patient involved. Device service prompt heard.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2011. On receipt, the device was shutting down with a ¿warning, device service required¿ prompt. This would confirm the reported fault. Information from the technical log and the device history record indicated that the language had been changed after dispatch from heartsine. The device language was successfully reprogrammed; no warnings were then given at shutdown, this would indicate a fault had developed with the digital speech chip, likely during an attempted language change. As the language and prompts are checked during testing at heartsine as per h017-014-204, the investigation concludes this issue had occurred after shipping from heartsine. After the successful reprogramming of the digital speech chip, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes, in order to verify the operation of the component and rule out any potential dry solder joints. No fault was observed. This is equivalent to approximately 33 months of normal use without fault. The fault was replicated during the investigation by removing the usb cable during the language reprogramming. This would confirm a failed language change had resulted in the reported fault. The error during the language change could have been caused by a problem with the user hardware, or, the usb may have been disconnected prematurely during the process. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.